Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the system setup test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed to be the active exhalation control module. The engineer recommended replacing the proportional and 3-way solenoid valve to resolve the issue. No further investigation is required. System setup test failed.